Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate low was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have been returned; lfs will evaluate it/them and inform FDA of the results in a supplemental report. 510(k)# is k073231.

Manufacturer narrative:
Follow-up #1 (09/15/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 respectively with the following findings: the meter has passed testing with no faults found. The test strips involved with this complaint were tested and on performance testing with control solution the results were found to fall above and below the labeled range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.